Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a battery out limit after the insulin pump was dropped. The battery was changed twice but the insulin pump kept giving a blank display. The blood glucose reading was 150 mg/dl at the time of the alarm. The customer was sent a new battery cap. The customer also had a high blood glucose reading of 600 mg/dl. The insulin pump had been dropped but not exposed to moisture. The battery compartment and spring were not corroded or damaged and the battery cap contacts were not missing or damaged. The called declined troubleshooting for high blood glucose. The drive support cap appeared normal. The insulin pump passed the self test. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.